Event description:
It was reported that the syringe 1ml ls 27g 1/2in ID scale markings were "smudged". The following information was provided by the initial reporter: "smudging lines on the graduation".

Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. No abnormalities were observed on the photo of sample one. The photo of sample two showed scale line numbering was illegible printing (printing overlapping) at location of numbering #6, #8, and #9. Therefore, the team was able to confirm the customer experience. After reviewing the cause of this non-conformance, it was found that the scale line printing overlap on the barrel is due to the mandrel bearing being worn-out. If the mandrel rotation is not smooth, it creates a jerky rotation which causes the scale line on the printing pad to be transferred twice when the mandrels move left and right. Thereby, overriding the scale (only at the numbering) on the barrel surface. During production, the production technician saw the jerky movements on the mandrel and replaced the spoiled bearing. The technician then performed sampling and no defects were found and resumed production. This non-conformance could have been an escapee which was failed to be removed by the production technician from the line during line clearance resulting it to flow to the subsequent process. DHR was performed. No similar defect found during in-process and qa outgoing inspection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 1ml ls 27g 1/2in ID scale markings were "smudged". The following information was provided by the initial reporter: "smudging lines on the graduation".